Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed battery contact pins # 13 and 14 on the pin pad were damaged. The reported condition was confirmed. Investigation personnel found out that the pins # 13 and 14 were bent on the post-mitigation pin pad. Investigation also found pin 13 was disengaged from the pin pad. The disengage pin was returned. The cause of the failure was determined to be the damaged dissector battery contact pins and the damage can be attributed to the user because the device had been used in a procedure. The dissector battery contact pin pad on this device is a new design intended to drastically minimize the occurrence of bent pins. This failure is not a supplier or manufacturing defect as the device would not have passed final functional testing on the production line prior to shipping as the production line does a 100% inspection and testing of all dissectors. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The IFU also states that do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the light illuminated red during the operation, and the metal foot of the cutting head was dropped when replacing with other head. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the light illuminated red during the operation, and the metal foot of the cutting head was dropped when r eplacing with other head. Nothing fell into patient's cavity. There was no patient injury.